Event description:
The consumer was at a family gathering and allegedly heard a popping noise. It was observed by others that the chair was allegedly on fire. The product is still in use. No injury is alleged.

Manufacturer narrative:
(B)(4) 2012 - device was returned for a full evaluation on RMA # (B)(4). It was determined by the engineering evaluation that this was a lack of proper maintenance issue: the location of the crush point of the mk6 a switch input network cable lines up with the arcing on the frame of the wheelchair. All other overheating damage to the cable and controls is consequential due its location relative to the source of overheating.

Manufacturer narrative:
(B)(4) issued mfg report #1525712-2011-00359 with rockford ortho (B)(4) as the manufacturer. The correct manufacturer is invacare (B)(4).

Event description:
The consumer was at a family gathering and allegedly heard a popping noise. It was observed by others that the chair was allegedly on fire. The product is still in use. No injury is alleged.

Event description:
The consumer was at a family gathering and allegedly heard a popping noise. It was observed by others that the chair was allegedly on fire. The product is still in use. No injury is alleged.